Event description:
Bilateral breast augmentation in 1989 with surgitek bi-lumen, lv-round gel/saline implants. No problems ever w/lt implant. 5/19/99 - began having pain in rt breast. Pe = class IV capsule right and class ii capsule left. Pt had increased pain rt breast after mammogram. 6/24/99 rt breast biopsy - no cancer. In 1999 rt capsulectomy w/placement of implant. 12/10/99 capsular formation returning rt breast. In 2000 pt underwent rt breast implant removal w/no further reconstruction at this time. Implant removed intact w/no apparent defects w/implant.